Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when the hospital staff turned on the mr1, the screen displayed fan failure. He therefore requested the local staff to repair mr1. No consequences as this occurred during a selftest of the device.

Event description:
The following was reported to hamilton medical ag: when the hospital staff turned on the mr1, the screen displayed fan failure. He therefore requested the local staff to repair mr1. No consequences as this occurred during a selftest of the device.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in maintenance. The root cause of the fan failure was determined to be a defective fan. Regarding the red led on teslaspy that started blinking the most probable root cause is a defect of the microcontroller ic on the teslaspy board. In consequence (correction) the fan and the teslaspy board were replaced. There was no patient or user harm reported. Hamilton medical ag case number is: (B)(4).